Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. The main component of the system involved in the reported event; other applicable components are: product ID 3889, lot # unknown, product type lead.

Event description:
Van der wilt, a.a., van wunnik, b.p., sturkenboom, r., han-geurts, i.j., melenhorst, j., benninga, m.a., baeten, c.g.m.I., breukink, s.o. Sacral neuromodulation in children and adolescents with chronic constipation refractory to conservative treatment. Int. J. Colorectal dis. 2016. 31(8):1459-1466. Summary: the aim of this study was to evaluate whether the short-term effects of sacral neuromodulation (snm) in children and adolescents with constipation are sustained over prolonged period of time. Reported events: patient (B)(4): a (B)(6) female patient with sacral neuromodulation (snm) for refractory constipation had their electrode removed within a year post-implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.